Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information was obtained. The customer continued to use the pump for insulin therapy.